Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿unit's display was blank.¿ the unit was triaged and the customer¿s reported condition was confirmed. Liquid ingress caused corrosion, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had no specific issue. Upon triage on (B)(6), the service technician found that the unit's display was blank.